Event description:
The lead was returned with no information and has tested out of specifications. A database search by serial number revealed the patient to be deceased. No reasonable follow up contacts exist due to the device being implanted for 4 years and no contact information was available on the returned paperwork. No cause of death is available. No complaints, allegations, or previous contacts have been made in regards to the lead.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation as breached (clavicle-rib crush). It was noted that the outer insulation as breached (clavicle-rib crush), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and the lead was stretched.